Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the remote manager failed to stay close. The user tried to recover, the refrigerator opened but when closed the message did not go away. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed to close. A field service engineer (fse) removed and replaced the tape on srm and clamped it to the refrigerator. The system functioned as intended after the field service engineer had repaired the device.